Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the unintended movement of the delivery system and the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure performed to treat functional mitral regurgitation (mr) with an mr grade of 4. Two clips were implanted successfully. To further reduce the mr, a third clip was advanced, resistance was felt during cds translation, there was up-down movement. The clip was implanted reducing mr to 2; however, shortly after the procedure, it was noted that the third clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda). Mr remained at a grade of 2. There was no reported adverse patient effect or a clinically significant delay during the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no lot specific product quality issue. All available information was investigated and a definitive cause for the reported difficulty to position (dc shaft) could not be determined. The reported single leaflet device attachment (slda) appears to be due to the challenging patient morphology/pathology (cleft in the grasping area). There is no indication of a product quality issue with respect to manufacture, design or labeling.